Manufacturer narrative:
The reported symptom (iipv (dv > 180% to 200% of fv)) was not confirmed. The reported symptom (draining slowly) was not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance. The system air leak test passed. The valve actuation test passed. The patient sensor calibration check passed. The load cell verification was within tolerance. There were no discrepancies encountered during the internal inspection of the cycler. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported slow drain alarms on the liberty select during the previous nights¿ treatment. Patient reportedly completed treatment. The patients treatment details was obtained and assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain 5 where 2750ml drained. This drain is 183% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. A 180% of the prescribed fill volume of 1505ml is 2709ml. Therefore, a reportable malfunction has occurred. The patient reportedly has catheter issues. Patient was advised to cancel treatment. Patient reported having alternative method of peritoneal dialysis treatment. Additional information was solicited.